Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation consists an evaluation of the logs that were downloaded from the ventilator and information from the facility. An evaluation of the logs show that the pre-use check prior to and after the event were successful. Evaluation of logs show that after about 12 hours of ventilation high airway pressure alarms started being generated for about one hour. There are suction programs started but after 1½ hour the high airway pressure alarms resumed and a new suction programs was started. The alarm for airway pressure high were generated in periods for about 6 hours and also the low minute alarms were generated. Thereafter the peep was increased and with this increase in set peep, the pressure parameter settings (peep and pressure level above peep) exceeded the set upper airway pressure alarm limit. Thereafter the alarms for airway pressure high, peep low, expiratory minute volume low, patient circuit disconnected were generated. The ventilator was set to standby and the ventilation was resumed three times. The alarm limit and pressure parameter settings were the same all three times and therefore the pressure parameter settings were exceeding the set upper airway pressure alarm limit all three times. Alarms were generated for airway pressure high, expiratory minute volume low, peep low and respiratory rate high were generated. At 19:39, the ventilator was set to standby and short thereafter shutdown by the user. The additional information regarding breathing circuit and filter was received from the user facility stated that the breathing circuit and filter were not replaced as long as the patient was connected to the ventilator, instead the patient was removed to the other ventilator. The breathing circuit and filter was not saved. The user facility suspected that something was blocked in the patient breathing circuit due to the small tidal volumes and low minute volume and was resolved by suctioning of the endotracheal tube and bronchoscopy. Our conclusion, based on the received information from the user facility and the device log evaluation, is that there was no ventilator malfunction at the time of the event. The decrease in delivered minute volume can be confirmed in the logs. There appear to be two causes to the decrease in delivered minute volumes. One cause was most probable that the expiratory resistance increased, blocked patient circuit or filter. The other cause that started after the parameter setting change. The user increased the set peep and together with the parameter for the pressure level above peep, the set pressure exceeded the set upper airway pressure alarm limit. This setting will result in termination of every breath whenever the delivered pressure exceeds the alarm limit and as such lead to insufficient ventilation. H3 other text : device not returned.

Event description:
It was reported that while the ventilator had been ventilating an intubated patient for 24 hours invasively in the pressure control mode of ventilation, high peak pressures were experienced. Later on in the evening the expiratory minute volumes and tidal volumes went down and the patient desaturated. Suctioning of the airways and bronchoscopy was done. The patient was hand ventilated and saturation improved. Ventilation was resumed but there were extremely small tidal volumes and low expiratory minute volumes. The patient was hand ventilated again and the ventilator was replaced with another one. The level of desaturation is unknown but the final patient outcome was no injury. Manufacturer's ref. #: (B)(4).